Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a1502 captures the reportable event of gel misplacement - vascular.

Event description:
It was reported that a day after spaceoar placement procedure, the hydrogel could not be confirmed on the magnetic resonance imaging (MRI), the physician stated that it was possible that there was influx into the venous plexus around the prostate. During the injection the hydrogel could not be seen on the ultrasound screen. The physician said that this is highly possible as the gel could not be seen at all on the MRI. There was no patient injuries reported.